Event description:
Customer reported that he had a car accident due to low blood glucose. Customer stated that he was transported to the hospital with a fractured vertebra, many glass cuts, bruises and low blood glucose of 31 mg/dl. Customer stated that his insulin pump was under delivering because it delivered about 2 units and it stops. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.